Manufacturer narrative:
Sc-1200 (sn (B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg had moved closer to the surface of the skin. The patient underwent a pocket revision procedure. At the end of the procedure, it was noted that the remote would not connect to patients ipg. Thus the physician decided to replace the ipg. The patient was doing well postoperatively.